Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the patient had a blood glucose (bg) that elevated to 300mg/dl with nausea and unspecified number of ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the bb starts on (B)(4) 2016. The black box data for the event has been overwritten due to continued use of the pump. No por events observed in the available bb. The tdd history shows the pump was running on default time/date between (B)(4) 2015 and (B)(4) 2016. The battery compartment is cracked above and below the bumper pad. The battery cap was not returned. A new test battery cap is able to carefully attach to the pump. The pump was exercised for 24hrs with test battery cap, no por¿s were duplicated. The tdd¿s add up correctly. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators removed pump cover and there was no evidence of internal moisture or damage to the power circuit was found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.